Event description:
Information received indicates the brake at the foot end of the bed will not hold.

Manufacturer narrative:
The technician replaced the broken roll pin in the brake linkage to repair the bed.